Manufacturer narrative:
Bayer service performed an injector checkout on (B)(4) 2015 and the injector was found to perform to spec and as intended. The injector has been in use daily since the reported occurrence. The disposables from the reported occurrence were discarded by the site and therefore not available for eval. The customer received add'l applications training on (B)(4) 2015. An add'l site visit will be performed to reinforce proper setup and purging techniques with the staff.

Event description:
The customer reported the following: a (B)(6) female pt with an admitting diagnosis of cardiogenic shock experienced an alleged air injection while connected to the avanta fluid management system while undergoing a percutaneous coronary intervention (pci). Post procedure an air bubble was observed on the images. The pt was reported to expire 15 minutes after the procedure. The site stated that the pt death was not related to the alleged air injection. Multiple attempts have been made to obtain cause of death; however the customer has not disclosed this info.